Event description:
The customer reported that the system's cine runs did not play back properly and that the system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software and configuration data were reloaded. The cine drives were reformatted, the images were annotated and the storage was verified. The hard drive in the workstation was replaced. The system was tested and found to be working as intended and put back into service.